Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02941 and 3005099803-2014-02940 for the other associated device information. It was reported to boston scientific corporation that two truetome¿ 44 were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to perform a papillary incision; however the cutting wire was broken. It was reported the wire might have broken when it was inside the scope. It was then exchanged with a second truetome¿ 44 but same issue occurred wherein the cutting wire broke when bowed within the patient. Nothing fell inside the patient¿s body in either case. Reportedly, both devices could not cut smoothly or sharply, making it difficult to cut. It is unknown whether the difficulty cutting was related to the wire breaking. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02941 and 3005099803-2014-02940 for the other associated device information. It was reported to boston scientific corporation that two truetome¿ 44 were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to perform a papillary incision; however the cutting wire was broken. It was reported the wire might have broken when it was inside the scope. It was then exchanged with a second truetome¿ 44 but same issue occurred wherein the cutting wire broke when bowed within the patient. Nothing fell inside the patient¿s body in either case. Reportedly, both devices could not cut smoothly or sharply, making it difficult to cut. It is unknown whether the difficulty cutting was related to the wire breaking. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found the exposed cutting wire was bent and broken at the proximal pierce hole. The proximal end of the broken wire was burnt and retracted into the proximal pierce hole. The proximal pierce hole was melted and charred. The exposed cutting wire was also burnt near the distal pierce hole. The evaluation concluded that the blackened ends of the broken cutting wire indicated the wire snapped most likely due to being grounded against some part of the scope and or higher power settings. Due to procedural factors encountered during the procedure performance was limited , therefore the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.